Event description:
See initial report.

Manufacturer narrative:
H11 complaints database review revealed that similar events have been reported by other customers. Notably, throughout the reboot event , the pumps continued to operate fully, and the system remained controllable through the backup control unit with no impact on the clinical procedure. Reboot is an intended mitigation to reestablish the user interface in case of an unrecoverable exception at the tscp board level. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of an essenz hlm cockpit which initially froze and there was no possibility to control the pumps from it. The back-up control unit was used to provide proper flow with the pumps. Subsequently, the cockpit restarted and returned back to normal function. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: the cockpit log files were retrieved and analysed, confirming the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.